Event description:
The end-user was shocked using the electrotherapy device. The end-user's husband states she was shocked so bad, he had to pull the pads (electrodes) off of her. She was taken to the ER. The end-user was using the electrotherapy device to treat nerve pain she suffered due to 2nd-3rd degree chemical burns at work. The burn and open wounds are gone; electrodes were not placed over any open wounds or infected areas. She has a lot of pain in her right wrist where the burn was previously. Her physical therapist recommended the electrotherapy device to assist with her pain. She placed 2 electrodes on her forearm (above cubital and side near elbow), and 2 on her wrist area (each side of wrist). As she began to lower the intensity, the device shot out a shock that knocked her to the floor. She states the shock went up her right arm and around through her shoulders into her left arm. She was "paralyzed" - her husband heard her screams, and came into the room and shut down and removed the device. Shortly thereafter, a neighbor came over and told her she did not look well and should go to the emergency room. The emergency room's diagnosis was "electric shock." Her stats were ok. The device involved with this event was returned to (B)(4) and evaluated on 3/15/2017 - the customer's complaint could not be duplicated, as this returned device was tested within manufacturer specifications.